Event description:
It was reported by the rep the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the surgeon performed the laparoscopic portion of procedure with lcsk5. Touched up some bleeders with bipolar. When surgeon was finished with laparosonic portion the pelvis was dry upon inspection. After completing vaginal portion of procedure, surgeon went back to inspect pelvis with scope to insure everything was still dry. Upon inspection, he noticed there was quite a bit of blood and there was still active bleeding. The blood was coming from "somewhere in the broad ligament." He could not tell exactly which structure within broad ligament, but was able to top the bleeding and complete the procedure laparoscopically. He did have to transfuse pt.